Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged insulin gauge issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer's blood glucose level was 70-180 mg/dl. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.